Event description:
It was reported by the clinical study database that a 66 y/o male was implanted with right tka on 07/03/2019. Approximately 3.5 months later, the 66 y/o male patient was admitted for subacute periprosthetic infection that was treated with surgical debridement, implant retention, and antibiotics. The devices were not revised. The 170 lb patient has a history of primary osteoarthritis, hypertension, diabetes, hyperuricemia, and bilateral tkas. The patient¿s outcome is reported as ¿continuing¿. No other information was received. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that it was reported by the clinical study database that a 66 y/o male was implanted with right tka on 07/03/2019. Approximately 3.5 months later, the 66 y/o male patient was admitted for subacute periprosthetic infection that was treated with surgical debridement, implant retention, and antibiotics. The devices were not revised. The 170 lb patient has a history of primary osteoarthritis, hypertension, diabetes, hyperuricemia, and bilateral tkas. The patient¿s outcome is reported as ¿continuing¿. No other information was received. The sterile certificates were not requested from production due to the serial numbers were not reported. Per IFU# 700-096-060, rev m, postoperative counseling and care is important. It is recommended that regular, long-term postoperative follow-up be undertaken to detect early signs of component wear or infection, and to consider the course of action to be taken if such events occur. A suitable rehabilitation program should be designed and implemented. ¿infection is a clinically well known potential complication of any surgical procedure including knee arthroplasty.¿ if infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years.2 based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition or is nosocomial in nature. References 1. P.b. Voleti, k.d. Baldwin, and gwo-chin lee. ¿use of static or articulating spacers for infection following total knee arthroplasty: a systematic literature review¿. The journal of bone and joint surgery. Sept 2013; 95-a: 1594-9. 2. J.b. Meding, m.a. Ritter, k.e. Davis, and a. Farris. "Meeting increased demand for total knee replacement. (D11) concomitant device(s): femoral stem (cn: not reported, sn: not reported). Tibial insert (cn: 02-012-35-2009, sn: not reported). Tibial tray (cn: 02-012-45-2020, sn: not reported). Patella (cn: 200-02-29, sn: not reported). No information provided in the following section(s): a2, a5, b6, d4 (serial number and expiration date), and h4. The following section(s) have additional info; b5, g1, g4, g7, h1, h2, h3, and h7.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): femoral stem (cn: not reported, sn: not reported), tibial insert (cn: 02-012-35-2009, sn: not reported), tibial tray (cn: 02-012-45-2020, sn: not reported), patella (cn: 200-02-29, sn: not reported).

Event description:
Index surgery: (B)(6) 2019. Subacute periprosthetic infection treated with surgical debridement and implant refection. The case report form indicates this event is possibly related to device and definitely related to procedure. This event report was received through clinical data collection activities.